Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had keypad anomaly and alarmed button error. The customer's parent also reported receiving an unexpected alarm after removing the battery and reinserting. The customer's parent was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer's parent stated that the act button was hard to press. The customer stated that there was no significant event leading to the keypad issues. Customer also stated that the clock on the insulin pump advanced when observed for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the unexpected restart was performed. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occurred shortly during battery change. The troubleshooting could not be completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with b and act buttons unresponsive due to moisture damage on keypad traces. No button error alarm noted. Unable to verify unexpected restart alarm or perform the self test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No damage found on connector noted. The insulin pump had a cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched and cracked display window.